Event description:
During a procedure, the operating room (or) staff contacted technical support to report that a sureform stapler was stuck in the cannula of arm 3. Although the stapler was no longer attached to the arm, it remained lodged inside the cannula, which was still attached to the patient. The staff mentioned an emergency undocking of the robot; however, the instrument continued to be stuck within the patient's cannula. The surgeon opted to convert the procedure to open surgery, suspecting a defective instrument before ending the call. Follow-up revealed that the issue was possibly due to user having arms 2 and 3 crossed during the procedure, interfering with the safe removal of the stapler. After the procedure, the customer sought guidance from a representative, and the problem was resolved over the phone without requiring any further field service action. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The customer reported that arms two and three were crossed during the procedure, which disrupted the safe removal of the stapler. After the procedure, the customer contacted technical support for guidance. The issue was resolved over the phone without requiring any field service action.